Event description:
Two (2) live insects were found inside fiberboard carton containing the sterile barrier system and the IFU upon opening the packaging for patient use of the medical device (cgm). Device was shipped direct from manufacturer to patient as this was a replacement device being for a device that had faulty adhesive and fell off. Tertiary packaging (cfb carton and paper void fill) were received in excellent condition, no signs of water or shipping damage observed on outside or inside of shipping carton. No insects, pests or damage were found on void fill or tertiary shipping carton. Device was shipped via 3-day ups from abbott diabetes care to patient. Visual inspection of packaging was requested by packaging engineer following patient observation of pests in carton during insertion of cgm into patient¿s arm. Two pests observed, one active one intact and alive (see video). Primary packaging sterile barrier system and tamper evident label was in good working order. No shrink wrap was present on tertiary packaging carton.